Manufacturer narrative:
Device is a combination product. Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Manufacturer narrative:
Device evaluated by MFR: a visual examination of the returned device found that the stent was fully crimped onto the balloon. The crimped stent, balloon and tip sections of the device were visually and microscopically examined and no issues were noted with their profiles that could have potentially contributed to the complaint incident. The balloon was tightly wrapped and was not subjected to positive pressure. The hypotube was kinked at several locations. During analysis when a positive pressure was applied to the device, a leak was noted in the shaft at 38mm distal to the exit port. Examination of the site of the leak found damage to the outer in the midshaft where the corewire and outer were twisted. This indicates that the outer became damaged due to torsional strain. The leak site of the shaft was clamped by hand to determine if the balloon could be successfully inflated. The balloon fully inflated and the stent was fully deployed. No other issues were noted. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/ procedural factors. (B)(4).

Event description:
It was reported that there was hole in the catheter. An unspecified promus element everolimus-eluting coronary stent system was selected to treat the lesion. There was hole in the catheter. After procedure, it was confirmed that fluid was coming out of the catheter and the stent did not inflate. No patient complications were reported.

Event description:
It was reported that there was hole in the catheter. An unspecified promus element everolimus-eluting coronary stent system was selected to treat the lesion. There was hole in the catheter. After procedure, it was confirmed that fluid was coming out of the catheter and the stent did not inflate. No patient complications were reported.